Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete instructions for resetting the pump, and the caller successfully began their sensor session without further errors.